Manufacturer narrative:
Model number/catalog number: sc-4318, serial number: n/a, batch/lot number: 21911483 / 22296791, model/catalog description: clik x anchor sterile kit. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5030903, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was not getting adequate stimulation due to lead migration. The patient underwent a revision procedure wherein the two click anchors were replaced. The patient was doing well postoperatively.